Manufacturer narrative:
B3: event date is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the multiple sources (healthcare professional, consumer, manufacturer representative) regarding a patient implanted with rods having multilevel osteotomies t9 through to pelvis fixation and fusion therapy for degenerative scoliosis. It was reported that 2 medtronic spinal rods had implanted in 2020. One broke 4 days after a slip and fall and the other seemingly broke spontaneously. Patient has severe back pain and surgeon suggested for re-do surgery for which patient refused. There was no further complications reported regarding the event.